Manufacturer narrative:
Additional information: d9 (return date), g3, h3, h6 h3 evaluation summary: "medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload was fully fired. The jaws of the reload were clamped. The reload was returned with the ibeam advanced at the 5.8cm cut line with the jaws closed. Staple pushers were partially pushed back to the cartridge. All staples were fired, formed, and found between anvil and cartridge. Functionally, the ibeam could not be fully retracted manually. It was reported that after firing the device, the knife did not return and the jaws did not open. The most likely cause could not be established from the information available. These issues may occur when firing over tissue that is beyond the recommended thickness range. The evaluation detected an unreported condition: out of position lock ring. Visual inspection noted that the lock ring was out of position. The most likely cause could not be established from the information available. This condition may occur if the lock ring is inadvertently moved out of position during handling of the reload; however, it cannot be established when this may have occurred. Another unreported condition wa s identified: rotated cover tube. The product analysis noted evidence that the device was not used as intended. This issue can occur if the cover tube is forcibly rotated in the incorrect direction during loading. This causes the alignment window in the cover tube to ride up and over the alignment notch on the adapter and can cause the loading unit/reload cover tube to become loose making the reload difficult to load. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: cycle the instrument to confirm proper loading of the reload. To do so, squeeze the handle once to close the jaws of the reload. Push the black loop handle all of the way forward or pull back on the black return knob and confirm that the reload jaws open fully. Failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robot-assisted high anterior resection procedure, in rectal resection, after firing the device, the knife did not return and the jaws did not open. To resolve the issue, additional resection of two centimeters was done using another device. It was also noted that the surgical time was extended by about 20 minutes. The handle also worked with other reloads.

Manufacturer narrative:
D10. Concomitant products: sigadaptstnd, sig power sigadaptstnd linear adapter (serial# (B)(6)). Sigpshell, sig power sigpshell control shell (lot# n5g1664y). Sigphandle, sig power sigphandle handle (serial# unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robot-assisted high anterior resection procedure, in rectal resection, after firing the device, the knife did not return and the jaws did not open. To resolve the issue, additional resection of two centimeters was done using another device. It was also noted that the surgical time was extended by about 20 minutes.